Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the issue could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Service confirmed that water tightness had been lost due a deformation of the scope connector. During the testing and inspection of the returned device and in addition to the findings previously outlined, service found that due to wear of the up/down knob, water tightness had been lost. Due to wear of the angle wire, the bending angle did not meet specification. A nut was found to have been loose. Paint on the suction cylinder was peeling off. The light guide lens was cracked. The control unit had damage, and scratches were found on the switch box, connecting tube, and case. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus a leak at the connection of the irrigation channel of their evis exera ii ultrasound gastrovideoscope. During the testing and inspection of the returned device, a gap between the acoustic lens and the ultrasound probe was found, however, the customer's reported problem was not confirmed. This MDR is being submitted to capture the reportable malfunction found during device evaluation. No patient or user harm has been reported.